Manufacturer narrative:
Per the good faith effort (gfe) response received on april 09, 2026, the customer ultimately ordered and installed the replacement touchscreen, performed touchscreen calibration, and confirmed that the touchscreen issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen needed to be recalibrated; the device displayed a "bad touch detected" error message. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer tried to calibrate the touchscreen, but the issue remained. The remote service engineer (rse) provided the customer with the part number of the replacement touchscreen for repair. The device was taken out of service. Resolution and disposition are pending.